Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number: 1627487-2020-00227. It was reported that the patient experienced muscle cramps in their leg following a trial drg procedure. The physician determined it was likely due to nerve irritation and prescribed the patient a medrol dose pack, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.